Event description:
On 01/22/2024, infutronix received a report that a pump with unknown issue from customer. Device was returned on 1/31/2024 and tested on 02/28/2024. Detail of the evaluation was stated in section h of this MDR.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received at 01/31/2024 and tested on 02/28/2024. The pump was given the initial complaint code of "1unk1: unknown issue - unknown issue from customer" due to the pump being reported to beep, but there is no specific reason pointed to. According to the nimbus ii series complaint investigation process work instruction with document # it-004-wi-003, any pump with an "unknown issue" complaint is to be evaluated for all acceptance criteria as defined in the work instruction, with any failures being documented. The pump's event log was also pulled and reviewed, as defined in the work instruction. After reviewing the pump's event log, an abrupt power off was found on event line 410, as highlighted by the two consecutive "log_event_on" codes without a "log_event_off" before it, meaning that the pump had to be powered back on without being powered off. Due to the abrupt power off found during the event log review, this has caused the reportability to be changed to "yes" for the complaint. In the event log it was also noted that the pump underwent several upstream occlusion alarms, found 16 times throughout the log, seen by the code "e04' issues of abrupt power off and upstream occlusion alarms were found, device not performing to specification.

Manufacturer narrative:
This date received by manufacturer in section g3 of this MDR should had been 28-february-2024, instead of 22-january-2024. It had been filed in error. Therefore, this followup1 is to rectify this date in section g3. [Reference: (B)(4).